Event description:
The customer stated that he was running elevated blood glucose. Through troubleshooting it was discovered that infusion set was leaking at the luer connection that attaches that infusion set to the infusion pump.